Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity logs. Review of the device's activity logs indicates electrode pads were attached; however the impedence was outside the device's threshold suggesting poor coupling from electrode pad to patient. Further review of the activity logs indicated once pads were replaced the signal was acquired and device analyzed three times. The device was put through extensive testing without duplicating the reported event. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.